Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4) implanted: (B)(6) 2015, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated no actions were taken. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are:product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen (2000.0 mcg/ml at 394.6 mcg/day) via an implanted pump. The indication for use was intractable spasticity and spinal cord injury / spinal cord disease. It was reported the patient presented to the office with recent stiffness on (B)(6) 2017. An isotope pump study was performed, on 20 17-dec-18, which showed the catheter had retracted from the subarachnoid space resulting in no drug delivery to the subarachnoid space. The device diagnosis was catheter dislodgement and the clinical diagnosis was stiffness. It was indicated the event was related to the device or therapy. It was noted the patient undergoes much needed stretching exercises that are part of the reason for the dislodgement. No outcome was noted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the outcome was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient underwent much needed exercises that were a part of the reason for the catheter dislodgement. No actions were taken the event was noted as ongoing as of (B)(6)2018. The patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was unresolved at time of study exit/death/study closure. No further complications were reported/anticipated. Additional information received from a healthcare provider via a clinical study reported the subject was exited, on (B)(6) 2019, due to site closure.

Manufacturer narrative:
Continuation of d11: product ID 8731sc serial# (B)(4) implanted: (B)(6) 2015 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc serial# (B)(4) implanted: (B)(6) 2015. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.